Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Right knee revision due to instability.

Manufacturer narrative:
An event regarding instability involving a scorpio baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned -medical records received and evaluation: could not be performed as no medical reports were received. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the event could not be confirmed as neither the device nor any medical record was received for review. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices or additional information become available, this investigation will be reopened.

Event description:
Right knee revision due to instability.